Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The root cause for the strained cable was excessive force. Per the download data, the damage to the wire did not occur while the device was being worn by the patient, and the damage did not cause or contribute to the treatment event. The damage to the wire occurred at some point after the treatment event.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest on (B)(6) 2020. The patient was at home and was transferred to the hospital via emts prior to passing. It was reported that the patient fell that the patient's daughter went running into his room. Review of the download data, indicates the patient received five shocks in response to motion artifact and oversensing of low cardiac signal on (B)(6) 2020. The patient was in asystole at the time of all treatment shocks between 8:40 pm and 8:44 pm on (B)(6) 2020. The patient's post shock rhythm for all of the shocks was asystole. The response buttons were not pressed during the event. The device was removed at 10:06 pm on (B)(6) 2020 and the patient subsequently passed away on (B)(6) 2020 at approximately 2:15 pm. There is no indication that the lifevest treatments during asystole caused or contributed to the death as, the patient was already in a non-life-sustaining rhythm. No deficiencies were alleged against the lifevest.